Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the clamp was found to be damaged. It was reported that a second clamp was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Lot# 160505. Mfg date 2016-05-05. The spine clamp was returned for analysis; as reported, the adjustment screw had been broken off inside the clamp. If information is provided in the future, a supplemental report will be issued.